Event description:
It was reported the left lead migrated. The pt experienced a loss of therapeutic effect. When the lead was positioned correctly, the pt rec'd successful stimulation and relief. At the time of the report, the pt was at home in fair condition. Additional info has been requested from the hcp, but was not available as of the date of this report.